Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two leads (from the same lot) implanted as part of his scs system. It was reported the patient lost stimulation. The sjm representative met with the patient and indicates impedances were invalid for two contacts. X-rays were taken and indicated a lead migration had occurred. Surgical intervention will be taken at a later date to address this issue.